Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis found there was a rising trend in right ventricular pacing impedance.

Event description:
It was reported that there was a slow gradual impedance trend from 400-500 ohm range to 1500 ohms. It was also reported that there was an increase in thresholds from 1 volt to 2-3 volts. The lead remains in use. No patient complications have been reported as a result of this event.